Event description:
Complainant alleged that while attempting to pace a pt, the device had no pacer output. Biomed was unable to duplicate the alleged malfunction. Complainant indicated that the clinician used the device to continue treating the pt. Complainant indicated that there was no adverse effect to the due to the reported malfunction.